Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt had come into the clinic and became short of breath and nauseated. Oxygen saturation read 50% and the pt was placed on 100% non re-breather; however, the pt quickly lost consciousness. The pt was then intubated and hand pumping began as flows were dropping to 1.0 and below. The pt was coded and an echo revealed a completely flat left ventricle. It was reported that hand pumping was difficult from the beginning with the ball not inflating fully, and then meeting non resistance. Unfortunately, the pt expired the same day. An autopsy was performed and ruled out a suspected pulmonary embolism.

Manufacturer narrative:
The explanted device was returned to the mfg for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.